Manufacturer narrative:
Manufacturer reference: # (B)(4).

Event description:
The site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +21.0d) was implanted backwards during primary cataract surgery. The lens was removed from the eye during the same surgery and another lal+ was implanted.